Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. [Per freger, mark ¿ r&d engineer: pump was in manual mode starting (B)(6) 2025 03:34:00. Last reservoir setup on (B)(6) 2025 at 18:01:56 reported reservoirvolumeafterfill: 2855250 (285.525 u). On the event date as per pump strokes (from diagnostic traces) pump delivered in total =sum(ah34006:ah43979)=1440=18u of basal and in total =sum(aj34006:aj43979)=4176=52.2u of bolus. Conclusion: the pump delivered insulin as programmed. Pump records the delivered amount of insulin only by the pump strokes and cannot estimate if it was physically delivered, and the pump software cannot detect the amount of leakage due to the crack. (Please see the attachment section for details from mark freger's analysis.)] The pump was received with cracked battery tube threads and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. On a related svn (B)(4), unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 27-dec-2025 listed on smartsolve due to insufficient data in the trace/history files. On a related svn (B)(4), perform the history review 1 week prior to the event date 27-dec-2025 in the pump history file and found 2 lost sensor alerts on (B)(6) 2025, 1 lost sensor alert on (B)(6) 2025, 1 nodelivery (7) alarm on (B)(6) 2025, 1 sensor error alert on (B)(6) 2025, 3 sensor error alert on (B)(6) 2025, 1 lost sensor alert on (B)(6) 2025, 4 sensor error alerts on (B)(6) 2025, 1 lowbatteryalert (104) on (B)(6) 2025 12:00:00.000, and 2 lost sensor alerts on (B)(6) 2025. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2026 3:47:58 pm. There was no power data available for the date of (B)(6) 2025. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.2 mv). The pump passed the functional testing. Unable to confirm alleged dka/high bgs. Damage- cracked case battery tube confirmed at the back of the pump. Delivery anomaly-possible under delivery not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and was admitted to the intensive care unit in the hospital. It was also reported that there was a cracked battery tube side in the insulin pump. It was unknown whether the customer was using an insulin pump within 48 hours of the reported event, and whether the auto mode smart guard feature was active or not. The event involved product(s) mmt-1884l. Troubleshooting was performed for cosmetic damage, and the pump functionality was affected. Troubleshooting was not performed for the hyperglycemia. The customer was advised for the replacement of the pump. The customer will discontinue using the insulin pump. Mmt-1884l was requested, and the customer's response was that the device would be returned.